Manufacturer narrative:
Summary of evaluation: evaluation results indicates that cause of this event is a design related.

Event description:
The hexagon end of the screwdriver is twisted. This event did not occur during a surgical procedure.